Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was giving sporadically high o2 concentrations after prolonged use, during patient treatment. The ventilator was replaced. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). On-site investigation of the ventilator was performed by our field service engineer. The o2 gas module was found faulty and was replaced and the ventilator returned for clinical use. The device logs were saved. The o2 gas module regulates the inspiratory o2 gas flow to the patient. The returned o2 gas module was simulated use tested in a reference ventilator. A pre-use check was performed that passed without deviations. After a few hours in ventilation mode the reported o2 concentration high alarm was reproduced. The nozzle unit in the o2 gas module was replaced and the o2 gas module was tested again. The reported o2 concentration high alarm was not reproduced with the new nozzle unit mounted. The o2 gas module was also tested in the production test system for gas modules. It was tested both with the original nozzle unit and the new nozzle units. With the original nozzle unit mounted oscillations was observed and these oscillations were not observed with the new nozzle unit mounted. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit had failed prematurely. The received device logs for the date of event were missing. The conclusion in the matter is that the nozzle unit in the o2 gas module was the cause of the reported sporadically high o2 concentration.

Event description:
Manufacturer ref. #: (B)(4).